Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they refilled the reservoir and was feeding it through the infusion set and received a compromised force sensor system alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was performed. The drive support cap is protruded. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.